Event description:
It was reported that an amia automated pd cycler set leaked from an unspecified location. This occurred during use of the device for peritoneal dialysis (pd) therapy. The leak was further described as ¿when they opened the door of the cassette there was moisture inside¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date between (B)(6) 2023 - (B)(6) 2023. Initial reporter address: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.